Manufacturer narrative:
(B)(4). Batch # p57g6k. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with two cartridges reloads present. The cartridge ecr45w was received fully fired. The cartridge ecr45g was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b: ecr45w, p5580g, fully fired. Cartridge c: ecr45g, p57f96, partially fired 2/3.

Event description:
It was reported that during the right upper lobectomy, after fired with a white reload found incomplete staple line(middle part without staples). Could not fire farther after fired a half with a green reload. Another device was used to complete the surgery. There were no adverse consequences to the patient.